Event description:
Customer alleges that the seat snapped in two while being used in the tub. Minor injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) female whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat of the 9781 shower chair allegedly snapped in two, causing the consumer to fall into the tub. Undetermined injury alleged. Medical intervention alleged. Consumer will not allow the product to be picked up and sent back to invacare for an inspection and evaluation. The age of the product is unknown.